Event description:
It was reported during servicing of this unit, the field service engineer found that the unit alarmed indicating back-up alarm failed error. The customer reported there was no patient involvement.